Manufacturer narrative:
As noted in describe event or problem, the initial reporter was able to resolve the reported issue by turning off the device and then turning it back on. An investigation was performed without the subject device. This investigation included a review of the device history record (DHR), as well as a historical trending analysis. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be confirmed. However, the customer reported that turning off the subject device then turning the unit back on resolved the issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus high definition lcd monitor did not produce an image during procedure preparation. According to the initial reporter, he turned the subject device off, then turned it back on and the reported issue had resolved. The intended procedure was completed using the subject device with no harm to the patient.